Event description:
It was reported that after placing the atrial lead, high thresholds were noted. Lead repositioning was attempted and the lead perforated the patient. The lead was capped and replaced. The patient's condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.